Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 25 mg/dl while wearing the pod for 12 hours. Symptoms reported include feeling hot and sweating. While the patient was at their pharmacy they had gone to their doctor in the same building and was taken by ambulance to the hospital. Once at the hospital the patient had blood and urine tests administered. The patient was treated with intravenous fluids. The patient was discharged from the hospital that night. The patient was able to apply a new pod after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.